Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm and insulin was not exited. Customer stated they changed reservoir two times and infusion set two times. Customer also reported issue during prime process. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged prime/fill anomaly found on (B)(6) 2021. Pump could not rewind during testing, thus pump failed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test, however passed the self-test. Pump error 43, 82, and 130 alarms noted during testing. Successfully downloaded history files and traces using thus. Confirmed in the pump downloaded history: no delivery alarms on (B)(6) 2021 at 17:32:34, 17:33:15, 19:05:00, 19:17:15, and 19:18:24.000, on (B)(6) 2022 at 08:42:48, 08:45:02, and 08:45:47. Motor drive error alarm (pump error 43) on (B)(6) 2022 at 9:03:27. Motor power request timeout alarm (pump error 82) on (B)(6) 2022 at 08:58:08, 08:58:12, 08:58:16, 09:02:08, 09:15:14, and 09:19:31. Mfda alarm (pump error 130) on (B)(6) 2022 at 08:46:00, 08:47:03, 08:47:19, 08:47:24, 08:47:29, 08:47:34, 08:47:39, 08:47:44, 08:47:54, 08:48:26, 08:58:00, 08:58:19, 09:00:02, 09:00:17, 09:02:51, 09:02:57, 09:04:03, 09:04:09, 09:04:14, 09:04:49, 09:05:12, 09:15:00, 09:19:02, 09:19:07, 09:19:12, 09:19:18, and 09:19:24. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Force sensor zero offset within specification (24.4mv). The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, cracked case on battery tube, and cracked case above arrow and battery icon. Customer alleged for prime/fill anomaly was confirmed with no delivery alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.